Manufacturer narrative:
The complaint allegation was confirmed. During the evaluation of the ar-12990 device with serial/batch number (B)(6), an ar-12990n needle with an unknown batch was noted on the instrument's tip. Functional testing was performed by pressing the handle. A piece of a needle tip was noted inside the shaft at the tip. It was also noted that the piece of the needle is missing the tip, most likely due to a breakage. Visual inspection found that a piece of a needle was lodged at the instrument's tip. The reported failure is caused by a user error, specifically applying excessive force to pass the needle through fibrous/calcific tissue and/or ¿dry,¿ repetitive actuations outside the surgical site. Per dfu-03920-sub-eo, to help avoid needle breakage and potential patient injury, do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. It was concluded that there was no allegation of the needle being broken inside the instrument. However, due to the fact that a needle was found broken inside the instrument, an investigation was opened to explore a possible needle break.

Event description:
On 02/12/2025, it was reported by a sales representative via sems-(B)(6) that an ar-12990n knee scorpion needle is getting stuck in the ar-12990 scorpion needle jaw. This occurred during use in a case with no patient effect.